Event description:
It was reported that a pump keypad is inoperable. It was also reported that there was no pt involvement.

Manufacturer narrative:
(B)(4). The device was returned and evaluated by baxter. The device eval confirmed the #1, #2, #3, #4, #5, #6, #7, #8, #9 and (.) Key to be inoperable caused by a failed keypad. It was observed that when any remaining functional keys are selected, an automatic output of the #1 key will occur following the selected key's function (e.g. When the setup key is pressed the display of the #1 key will result). The failed keypad was replaced. Baxter's engineering investigation is in progress. When complete, a supplemental report will be submitted.